Manufacturer narrative:
(B)(4). The devices were evaluated and the reported communication error event with no audio alarm was duplicated and identified as a watchdog error. A watchdog error is typically characterized by the pc unit displaying a flashing red arrow above the "system on" key, the keypad is unresponsive and a constant loud audio alarm occurs. The system (pc unit and pump modules) was routed to operations engineering for further investigation. The watchdog error replicated during the investigation was an isolated and unique event because, the red arrow above the "system on" key remained illuminated (did not flash) and the keypad was unresponsive. Additionally, no audio alarm occurred; only a hissing noise was generated by the pc unit. The error was duplicated only once during the investigation. To date, no other reports of a communication error event without an audio alarm have been received. The root cause is unknown.

Event description:
Customer reported communication error occurred during an infusion and the user reported, the device did not alarm. Stated two pump modules were connected to the pc unit at the time but only one module was in use. IV maintenance fluid was infusing at the time of the event. A vague report was received that "no fluid issues were identified." No patient harm reported and no report of medical intervention required.